Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15785. The patient reported experiencing auto-reducing as well as positional stimulation. The sjm representative met with the patient and diagnostics indicated invalid impedance readings. Reprogramming was initially able to provide effective coverage. The patient later indicated her scs system was again auto-reducing and she was experiencing positional stimulation. Diagnostics again indicated invalid impedance readings on all lead contacts. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.